Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in relation to a clinical study patient. It was reported the patient ((B)(6)) was admitted to the hospital due to pleuritic right chest pain. Diagnostic testing demonstrated a pulmonary embolism. The patient's issue has resolved. It was noted the issue wasn't device or procedure related.